Manufacturer narrative:
Retainer ring=black the device was returned for unexpected multiple pump error alarms found on march 17, 2022. Device successfully downloaded traces and history files using thump. Device passed the displacement test and self test. No unexpected multiple pump error alarms noted during testing, however pump error (file number = 38; line number = 442) found in device history/trace files on 03/16/2022 at 16:09:09.000. Pump error confirmed in the device history/trace files on march 16, 2022 at 16:09:11.000. Pump error (filenumber=709, linenumber=1216) alarms confirmed in the device history/trace files on march 16, 2022 at 20:13:05.000. Fill cannula was programed on was recorded at 0.7u in the device daily history. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: minor scratches on case and pillowing keypad overlay. Unexpected pump error alarms confirmed in the device history/trace files on march 16, 2022 as a result of an unexpected restart caused by pump error alarm. Pump error (file number = 38; line number = 442) alarm confirmed in the pump history/trace files on march 16, 2022 due to suspected hardware error as per global logic analysis (esf #3764385). Pump error (filenumber=709, linenumber=1216) alarms confirmed in the device history/trace files on march 16, 2022 due to possible hardware error (esf #3764385). Problem isolated to the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The customer will discontinue use of the device.